Event description:
Updated summary: customer reported having a low blood glucose on (B)(6) 2024. There was no hyperglycemia. Low was treated with glucose and customer went to the emergency room. Customer alleged over delivery. Customer disconnected himself from the pump on the day of call until settings are confirmed. Pump is not returning for analysis.

Manufacturer narrative:
Additional information has been received regarding the incident date change which was not included in the initial report. So, the correct incident date has been changed from on (B)(6) 2024 as per new additional information and which is updated in section b3. Also, additional information has been received which was not included in the initial report. The information has been provided in section h6 (removed health effect - clinical code 1905 and it's related health effect - impact code 4614) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, hyperglycemia and possible over delivery anomaly. The customer reported blood glucose value of 35 mg/dl. Troubleshooting was performed. The customer reported hypoglycemia, hypoglycemia, hyperglycemia treated with emergency medical service and insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-397a, mmt-332a, mmt-7040a, and mmt-1884. The customer has been using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue using the insulin pump. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.